Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. Suspected a power board issue. The customer was instructed on how to use the device for testing and others to be used for investigation as he is new to bellavista.

Event description:
The customer reported that the bellavista 1000 experienced turning on and off by itself. As of this time, it was not confirmed if there was patient involvement associated with this reported event.